Event description:
Legal claim received alleging that the patient suffers from pain, metallosis, and loss of bone and tissue. Also alleged is excessive levels of cobalt and chromium.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Event description:
Update 11/19/2015- pfs and medical records received. Pfs reported pain, high metal ions, height and weight and that the legal action was for the left hip which was a pinnacle hip and not an asr hip. Medical records reported a leg length discrepancy on (B)(6) 2009 and then the leg lengths equal on (B)(6) 2009 so this will not be reported. There was no revision surgical report for the left hip within the medical records reviewed. Part updated. Lab values within the medical records were less than 7 parts per billion and will not be reported, there was no documentation of metallosis, bone loss or tissue loss. No component stickers or list was provided at this time in the medical records. The complaint was updated on: dec 7, 2015.

Manufacturer narrative:
(B)(4).